Event description:
It was reported that during set up of a da vinci s surgical procedure, a frayed wire on the distal end of the permanent cautery hook instrument was sticking out. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the customer reported failure mode, with the following clarification: the damaged instrument component was a dislodged conductor wire. The conductor wire is dislodged from the conductor cap. There are no broken pieces and the instrument passed electrical continuity testing.